Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to verify unexpected battery power loss, perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now after a low battery warning. The device will be returned for analysis.